Event description:
It was reported via remote transmission that the patient's atrial lead exhibited oversensing noise. No intervention was performed and the device will continue to be monitored. The patient was in stable condition.